Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunctio/ urge incontence it was reported that the system was removed in january of last year by their implanting physician. The patient said that the therapy not work enough and said that if it had turned up high enough to sort of work, it kind of hurt, the shocking sensation. When asked, the patient said about 6 months after the implant is when they noticed it really was not helping with their symptoms. The patient asked what to do with the handset and communicator. Reviewed information. An email was sent to the local medtronic representative to request the exact date of explant so that it can be properly updated.